Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: visual inspection revealed that the battery compartment was cracked from the threads to the case seal and also between the bumper pad and the case seal. No battery cap was returned with the pump. A test battery cap was used to complete all testing.

Manufacturer narrative:
Device evaluation: the previous follow-up report did not include the device return date, follow-up type, and evaluation codes. This report is being submitted to correctly reflect the device evaluation previously reported.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.